Manufacturer narrative:
(B)(4). D10: ribfix blu 8 hole straight plt cat#76-2601 lot#unk. Ribfix blu 8 hole straight plt cat#76-2601 lot#unk. Ribfix blu 8 hole straight plt cat#76-2601 lot#unk. Ribfix blu 8 hole straight plt cat#76-2601 lot#unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient presented with scapular pain at the ER 11 days post implantation of multiple ribfix blue plates. Xrays revealed that the plate was no longer flush or affixed to the rib. It was noted that recommended amount of a minimum of 3 screws on either side of the fracture was not implemented by the surgeon upon implantation. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ribfix blu fixation plates and screws associated with right 3rd, 4th, 5th, 6th, and 7th rib fractures. Except for slight backing out of right fifth rib proximal screw, fixation plates and screws are grossly unchanged between the initial postop x-ray and 2 week post op x-rays. Plate malposition with respect to the fractures is noted at 3 of these rib fractures, with screws implanted into fracture lines of the 3rd and 6th lateral ribs, and the fixation plate appearing to reside along the distal fracture fragment of the seventh lateral rib (rather than bridging two fracture fragments). Elsewhere, other nonstandard findings are noted including plate nonconformity to the shape of the ribs, lack of bicortical fixation, and the presence of 2 screws proximal and 2 screws distal to the fracture lines rather than the recommended 3 screws proximal and distal to the fracture lines. The root cause of the reported issue is attributed to a usage error. The IFU for these devices states in the section titled 'directions for use': 6. Place plate so that a minimum of three screws may be able to be placed on either side of the fracture/osteotomy. The IFU states in the section titled 'bone plates': when plating transverse fractures, take care to avoid placing screws on or near the fracture line. Span the fracture with a plate that appropriately fits the anatomy. The reported event is confirmed by xrays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.